Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient experienced pain, infection, urinary problems, bowel problems, recurrence. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding, and vaginal scarring. It was reported that patient underwent removal due to severe complication associated with implant-mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal and cystoscopy on (B)(6) 2014 due to chronic pelvic pain from her mesh placement and small mesh erosion in the center of the anterior surface.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse, cystocele and rectocele.

Manufacturer narrative:
.